Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.